Event description:
The customer reported to olympus air/water system on the colonovideoscope due had air/water flow issues due to damage to the air/water channel. There were no reports of patient harm or impact associated with this event. Inspection and testing of the returned device revealed the nozzle was found to be clogged with foreign matter, which had been attributed to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's reported issue was confirmed. During the evaluation, it was determined that foreign material was found at adhesive on bending section cover (a-rubber), channel-tube, jet-tube and inside the nozzle. Due to clogging of nozzle, air and water supply volume does not meet the standard value. Also, the water removal ability does not meet the standard value. Additionally, the evaluation revealed the following findings: due to wear of switch-cover packing, water tightness was lost; due to wear of flexibility adjustment mechanism o-ring, water tightness was lost; switch box had a scratch: scope-cover had a scratch; plastic distal end cover (c-cover) had a dent; connecting tube had a buckling; universal cord has a wrinkle; and the video cable had a buckling. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. As a result of the investigation, water leakage occurred from the scope cover of the equipment and the hardness adjustment ring. For this reason, it is likely that proper reprocessing could not be performed and the foreign matter could not be removed. The event can be detected and prevented according to the following instructions for use: operation manual chapter 3 preparation and inspection reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.